Event description:
Technical services received a call on 08/19/2011 from sales rep. It was reported that the lead had high impedance. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).